Manufacturer narrative:
(B)(4). Meter was returned for evaluation. Defect was detected; broken piece of meter case (damaged battery contacts). Test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): bent positive battery terminal due to user mechanical stress. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of headaches. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 06/30/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.